Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received one labeled winding former, one detached needle, and a petri dish with some pieces of suture that pertain to product code w9932. Upon visual assessment of the detached needles, the swage and attachment area were as expected. The barrel holes were examined, and the remnant of the suture was observed. The suture has begun the degradation process caused by exposure to the environment. This condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. It was not possible to determine the assignable cause as the foil packet was not returned. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No - when was the suture came out of the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: handling prior to use on patient - device return status.: yet to be received - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu): ot store manager note: kindly provide the source of the information (i.e. Information received from dr, nurse etc.) Dr (B)(6) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown respiratory procedure on (B)(6) 2023 and suture was used. During the procedure, the suture came out of the needle. No adverse patient consequences were reported. Additional information was requested.